Event description:
It was reported that the clinical study patient was hospitalized for spell characterization. It is unknown if the event is related to the device or procedure.

Event description:
It was reported that the clinical study patient was hospitalized for spell characterization. It is unknown if the event is related to the device or procedure. Additional information was received that this event was determined to be a planned admission for seizure monitoring. The event was assessed as being not related to device or procedure.